Manufacturer narrative:
Correction: g2 - report source study was added; it was previously not included.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high capture thresholds on the left ventricular (lv) lead. Programming changes were performed to resolve the issue. The patient was stable throughout.